Event description:
The surgeon inserted a cq2015 collamer three-piece lens and the front haptic tore off. The lens was removed with no pt injury, no incision enlargement or sutures, the reporter stated the lens was not loaded properly.